Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and diabetic ketoacidosis.

Event description:
It was reported that there was no alert. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s wife stated that they were not home and received a call from her daughter stating that the patient was feeling sick and vomiting and his glucose level would not register on the receiver; no details were provided regarding the allegation of values not registering, or what was displayed on the screen. She told her daughter to call the ambulance. When in the ambulance, the patient's bg was 22 mg/dl. At the hospital, the blood glucose (bg) was 19 mg/dl. The patient was given glucagon via intravenous (IV) therapy and his bg immediately went up to 500 mg/dl, causing him to go into diabetic ketoacidosis (dka). He was admitted to the intensive care unit (ICU) but no further treatment or hospital information was provided. At the time of the report he was in stable condition. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.